Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s scs system was not providing adequate relief. Reprogramming was attempted without success. As a result, the ipg was explanted on (B)(6) 2019.